Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: b01-device analysis is still in progress. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, patient underwent a reintervention surgery to treat a type 1b endoleak, on a previously implanted non-gore device. The endovascular procedure was performed using a physician modified endograft (pmeg) technique as the distal seal above the celiac was short and had a severe angle. Prior to advancing into the patient, a cut was made across the seamline and remove the primary sleeve on the bottom distal end, about 4 cm of the device, which interrupts the seamline and the sutures. A hole was also burned in the graft. Fenestrations were added to obtain optimal seal. After introducing the ctagac device into the patient, on to the right of the fenestrations, the physician rotated the device several times as there was resistance, and patient's anatomy was tortuous. The nose cone of the ctagac device broke off. The physician left the nose cone trapped between two ctag devices. It was also reported, physician attempted to deploy the remaining primary sleeve, the deployment line broke/ or was previously nicked by the blade that was used prior to advancing the device inside the patient. When physician turned the knob, attempted to pull the deployment line, and got some amount of normal response, however nothing came out. Physician went into the backup hatch and the line was severed, and was only able to pull out, so serial ballooned from the distal end which was partially opened, the proximal end had started to open. The physician then did the same maneuver but from above, and it was observed the graft just started to open on its own. It was believed this was caused by the deployment line being partially released at the proximal end since it was broken, as device was catching the antegrade blood flow, graft was slowly loosening the knots allowing the device to open. Physician decided to position this device above the celiac, continued with the deployment, there were no issues with the secondary deployment line. The lockwire required a lot of force. Physician rotated the opposite direction to release some of the torque, and was able to remove the lock wire successfully. The patient tolerated the procedure. Delivery catheter will be returned. No further patient information is available.

Manufacturer narrative:
Updates section g3/g4, h6, and h10. Delivery catheter was returned, and a device evaluation was performed. Device evaluation summary provided the following information: portions of the delivery system for the gore® tag® conformable thoracic stent graft with active control system (cmds) device were returned for evaluation. The catheter was identified to be broken near the leading end seven-lumen trailing transition bulb junction, and significant contortion damage was observed, which was consistent with the reported event description that the catheter was torqued. The leading end of the catheter¿s braided shaft and curved olive were not returned. The lockwire was identified to have several coils introduced between 18.5 and 20 cm from the end of the lockwire. The device evaluation determined that the primary deployment line appears to have been cut approximately 8.75 cm from the pdl connector. The location of the break places the cut within the handle assembly near the strain relief. The remainder of the primary deployment line was not returned for evaluation. The damage observed to the catheter and lockwire as well as the reported ¿rotating of the device several times¿ could have contributed to the reported issues of leading end of catheter broken and difficulty removing the lockwire, but this could not be confirmed. The reported cuts made to the seamline and primary sleeve, as well as the reported hole burned in the graft could have contributed to the reported event of incomplete primary deployment, but this could not be confirmed with the available information and returned device components. Based on the available information, no root cause or manufacturing deficiency could be confirmed for the reported. Per the manufacturing product history review (phr), (B)(4), the device met all pre-release specifications, and at the time of manufacturing there were no ncrs related to this event. Based on this investigation, no manufacturing deficiency (per md145952) was identified during the device evaluation. Therefore, no CAPA request is required. The gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) states the following: "do not rotate the delivery catheter outside of the introducer sheath more than 180° in either direction. Catheter breakage or inadvertent deployment may occur. "